Event description:
It was reported to philips that it is difficult to analyze ECG rhythm through the device. Device was in clinical use at time of event. The patient passed away. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Problem statement: it was reported to philips that it is difficult to analyze ECG rhythm through the device. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) yes, device was in clinical use at time of event. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) yes, the patient passed away on (B)(6) 2022. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Yes, no, unknown. If no or unknown, provide explanation) the device was used on monitoring patient, hospital doctor states that the patient status was too bad earlier, and the device didn't cause or contribute to the adverse event. Request for more information was sent for this case.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.